Event description:
Event description boston scientific received information that this cardiac resynchronization therapy device (crt-d) was explanted due to elective replacement indicator (eri). There was no report of adverse patient effects.